Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. There were no instrument alarms and the sample appeared normal, with no bubbles. Repeat results for other test parameters on the same sample were consistent with initial results. The sample initially resulted with a tsh value of < 0.005 uiu/ml. The sample was repeated twice, each time resulting as > 100 uiu/ml. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 307192. The reagent expiration date was asked for, but not provided. Quality controls for tsh were within range. The field service engineer found the sample centrifugation time to be short. The customer was not using the required rack adapters for 13 mm diameter tubes. The analyzer mixer speed was outside of specifications. The investigation was unable to find a definitive root cause.